Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. It was noted the patient had been having feelings that the implantable neurostimulator (ins) was firing on his chest. It was further noted the patient was in severe pain since last night. The reporter stated the patient tried to turn stimulation off, but was unable to do so. It was noted the patient was screaming in pain. It was further noted the healthcare professional (hcp) reported poor communication. It was further noted the hcp stated they were taking the patient to the hospital. Additional information was requested, but was not available as of the date of this report.